Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells, the bed had no power due to a damaged inlet filter, and the head right side rail nurse control was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.